Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a physical damage. Blood glucose value was 120 mmol/l at the time of the incident. It was also mentioned that there is a crack along the back of the battery compartment and also has a blank display. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The device has been returned for analysis.